Event description:
It was reported that during an unknown procedure, the device was fired once and then locked down. It is unknown if it was on tissue. No other details are known. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Broken jaw, malformed clip. The analysis results of the device found that it was received with the left jaw ramp broken. Upon functional testing, the device was cycled and fed one clip with gap, one malformed clip and twelve clips were ejected due to the found condition of the jaw ramp. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.